Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise and drop in impedance. During lead revision procedure, it was noted that the lead exhibited clavicular crush and fracture. The lead was capped on (B)(6) 2017 and replaced. There were no complications from the surgery and the patient was recovering well post operation.